Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's implantable cardioverter defibrillator was exhibiting post-paced t-wave over-sensing. Pacing inhibition resulted in loss of left ventricular capture. Programming changes were made. The patient was stable.

Event description:
New information received indicates that the implantable cardioverter defibrillator exhibited another instance of post-paced t-wave over-sensing. The patient was brought into clinic and programming changes were made. The patient was stable.

Manufacturer narrative:
Correction: previously reported g4 should have been 6 jan 2021 rather than 7 jan 2021.